Manufacturer narrative:
Product ID 3389s-40, lot# va07k5n, implanted: 2013 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).

Event description:
A consumer whose indication for use was parkinson's dual reported that she had a loss of therapy. She stated that she should be walking better and she couldn't talk without taking medication. The patient laid down when she felt weak and faint and did not do much. She also mentioned that on her left side, her leg was restless and her arm was all over the place. She was currently taking sinemet. The patient also reported that healthcare provider was scheduling her for another implant and she did not understand why, since her current implant did not work. She did not understand when and how she should adjust stimulation. A week later, the patient reported that she had a loss of stimulation. She had no improvement in the two years since she had the device. She experienced symptom of muscle pain on lower back. She had dyskinesia a couple months ago since device stopped working. Her legs were not strong and she could not exercise. The patient stated that her symptoms started two months ago. She was told by health care provider that the procedure did not work on one side and they wanted to redo the other side. She had the right side but health provider wanted to do the left side now. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent